Manufacturer narrative:
The device is an instrument and is not implantable. Investigation is pending.

Event description:
In 2007, a sale s representative found the pathfinder rod caliper to be missing the middle screw. The part was not damaged during a surgery, thus there was no associated pt injury.